Manufacturer narrative:
Upon further evaluation, this issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The expiration date was updated as mar 1, 2019. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the cutter would not fit the attachment. The assignable root cause was due to improper machining of this part during the manufacturing process. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the cutter device ¿could not equip¿ with the short attachment device. The reporter stated that the cutter device looked defective by visual inspection. It was not reported if there was a delay in the procedure due to the event, however, it was reported that an identical spare device was available for use to complete the procedure. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.